Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported symptoms previously reported including pain "down there around her bladder," having to get up every 1.5-1.75 hours at night, and lack of therapeutic effect. The patient stated that she does not currently have a hcp and the she had been on medications before having the device implanted, but the medications made her sick.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28 lot# va0fq0m, implanted: (B)(6) 2014, product type: lead. (B)(4).,

Event description:
The consumer and manufacturer representative reported that stimulation had never been controlled and the patient had no symptom control. The patient also had pain in her lower bladder area. The patient had not seen their managing health care provider (hcp) since shortly after implant. When the patient saw their hcp on how to use the patient programmer, they did not know how to use it. Prior to getting the implant, the patient was going to the bathroom 17 times a night and now, they were going every 2 hours. The patient thought they were on program 3. The patient was frustrated and wished they never had the stimulator implanted. The patient wanted the device taken out. The troubleshooting performed was impedance testing and battery longevity testing. The intervention taken was that they changed programs so patient could feel stimulation. The manufacturer representative was not sure what the cause was and the uncontrolled stimulation and the pain in their lower bladder area had been resolved as far as they knew as of (B)(6) 2015. The patient continued to have a lack of therapeutic effect and still had trouble emptying their bladder as of (B)(6) 2015. One minute later, the patient would have the urge to go again and would have to strain. During the night the patient got up every hour and a half. The patient had already tried all of the available programs and had done everything there was to do. The patient only had bladder pain when they increased the amplitude beyond 2. The patient had stimulation set to a comfortable spot because they couldn't bare it when they had it past 2. The patient also had other medical problems such as chronic obstructive pulmonary disease (copd) and chest pain and their lungs were getting worse over time. The patient also had anxiety. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor.

Event description:
Additional information from the patient on (B)(6) reported the device never helped her. The patient noted she thought she just wanted it taken out. It was noted there was no date set for removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the system hasn't worked for them at all since implant and have gone through every program. The patient said they go to the bathroom at night every hour. The patient recalled talking to a manufacture representative (rep) who told them to just increase, but the patient can't do this. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to discuss the next steps for the therapy issue. No further patient complications have been reported as a result of this event.